Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis and a blood glucose reading of 1400 mg/dl. The customer stated that she was comatose when admitted to the hospital. Troubleshooting was performed and found that the customer wears the infusion sets for five to six days. The customer was advised to change the infusion set and reservoir every two to three days. The infusion pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. While checking the history files of the insulin pump, the customer stated that there were gaps where no boluses were recorded. The customer stated that she did bolus during that time. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.